Event description:
The patient contacted animas on (B)(6) 2012 and stated the audio bolus button required multiple hard presses to elicit a response. The patient noted the audio bolus button was worn and had a small hole in the rubber. The patient reportedly wore the pump in a case attached to a belt and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was noted to be torn. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. On testing, the audio bolus button was normally responsive. The cover was removed from the audio bolus button for investigation and revealed no evidence of contamination or defect to the button slug.